Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated procedure on oct 9, 2019, the rv lead impedance was increasing. The lead was caped and replaced. The patient's condition was good before and after the implant procedure.